Event description:
The patient was a male. The target lesion was from the internal carotid artery to common carotid artery. There was no vessel calcification but mild tortuosity, rate of stenosis 80%. The angioguard delivery was successful. After the precise stent was placed, the blood flow became slow. The blood was aspirated and the angioguard was removed from the patient. After the procedure, the patient could not respond to the physician clearly, however, the patient recovered within an hour. Also, the patient had paralysis on his right hand, which was recovered soon, but the right foot was unable to move as well. The physician guesses that it may have been caused by the angioguard which was clogged after stent placement and the patient became ischemic. There is less possibility that it was caused by the distal embolization because the vessels were confirmed by radiopaque and MRI. The patient has been given anticoagulation drug (heparin) and monitored in the hospital.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-02453. The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.